Event description:
It was reported that a revision to hammertoe procedure was done: during a follow-up visit, the implant was found coming out proximally. Surgeon revised by driving k-wire through implant.

Manufacturer narrative:
At the time of the initial report, the investigation is not complete. The report will be updated once the investigation is completed.